Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. The sample was visually inspected for any obvious defects; there were no visual defects. The sample was attached to an in-house 2c7461 secondary set spiked into a 1000ml solution bag containing sterile water. The set was re-primed per label copy and checked for leaks. The sample was then underwater leak tested and again checked for leaks. The reported condition was not confirmed. It is unknown what may have caused this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an unknown quantity of clearlink sets in which unspecified leaking was detected on unknown dates. It is unknown when this reported condition occurred. There was no patient injury or medical intervention reported. No additional information is available.